Manufacturer narrative:
During the onsite investigation, the technical service engineer found no problem with the system and performed a full system verification to specification in all modes. A review of the logfile for the time of this patient's surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified as the device is working within specifications. (B)(4).

Event description:
A surgeon reports a patient with residual astigmatism following lasik surgery. Additional information has been requested, but not provided.